Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio also observed that the device would not remain powered on in order to charge and shock, when tested.  Physio determined that the cause of the reported issue was that the device's hybrid layer capacitor (hlc) batteries had depleted; however, further component level cause could not be determined.   The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.